Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels and a rapid heart rate. The customer's blood glucose reading was 475 mg/dl at the time of admission. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer did not have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.